Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered stress urinary incontinence, mesh extrusion, emotional distress, vaginal bleeding, hip pain, and cramping. No further information has been provided.